Event description:
Boston scientific received information that this device could not be interrogated. The caller reported that the patient's chart indicated the patient has received multiple shocks and may have been seen recently. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and recommended troubleshooting techniques to the caller. Efforts to obtain additional information from a boston scientific sales representative were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--